Event description:
On (B)(6) 2025 the user reported that they experienced a low blood glucose event. No additional details were available, and no device data could be retrieved at the time of the report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.